Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra ping meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2014 at 8am. The patient manages her diabetes with insulin pump. The patient confirmed that she did make any changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged increasing her normal dose of medication (novolog) by 1/12. The patient used another device (unknown) blood glucose results were in the 300 to 400 mg/dl range all day of (B)(6) 2014. The patient denied developing symptoms as a result of the issue. The patent alleged being treated in the emergency room (ER) on (B)(6) 2014 at 8pm with IV fluids. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, there was no misuse of the product, and the battery did not require to be replaced. The issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.